Event description:
It was reported the balloon separated from the shaft during removal during a subclavian pta. The dr was able to remove the balloon and sheath as one unit. The balloon was inflated twice, atm unk. A 6f sheath was used. There was no pt injury reported.

Manufacturer narrative:
The device history record was reviewed and the lot met all release criteria. The returned unit was visually inspected and the reported event was confirmed. Functional inspection was impossible due to the damage to the balloon joint. All pieces of the catheter were accounted for. The cause of the event is unk.